Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to high blood glucose. Customer's blood glucose level at the time of the hospitalization was 400mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital. Also customer mentioned that the insulin pump did not alarm. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. No further information was provided.